Manufacturer narrative:
The beckman field service engineer (fse) evaluated the instrument and found that the wash probe was bent and breaking the cuvettes. The vacuum probe had picked up a broken cuvette shard and was not vacuuming efficiently. The fse verified with qa that the bent probe was due to misalignment during pm and was not caused by the customer. The fse replaced both parts and performed alignments correctly. The fse then inspected the reaction carousel and replaced multiple broken cuvettes. Further inspection, the fse found evidence of dried fluid on the reaction wheel cover and noticed intermittent issues with the vacuum valve. The valve was replaced as a precaution. The level sense bead was also replaced to resolve the sample obstruction errors. The primary cause was not identified. Upon replacement of all parts, the fse verified precision runs were good. All issues were resolved. Instrument resumed operation.

Event description:
The customer reported getting cartridge chemistry (cc) sample probe obstruction errors on their unicel dxc 800 pro synchron clinical chemistry system the day after the beckman field service engineer (fse) performed a routine preventive maintenance (pm). The customer obtained erroneously low results on multiple chemistries for four patients. These results were initially reported out of the laboratory but later amended upon repeat. The customer confirmed that there was no change to patient treatment. Quality control was within established ranges at the time of the event.